Manufacturer narrative:
H3 other text : remote support provided.

Event description:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the defibrillator was missing a configuration file and the spo2 and non-invasive blood pressure (nbp) cannot be found. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the defibrillator was missing a configuration file and the spo2 and non-invasive blood pressure (nbp) could not be found. Findings revealed that the defibrillator has not been used for an extended period of time and the battery life was exhausted. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error. The customer resolved the issue on their own by charging the battery. No parts were replaced. The device was returned to full functionality and remains at the customer's site. No further action is required at this time.